Event description:
Per the clinic, the patient experienced swelling over the implant site due to delay in wound healing process and tension on skin adjacent to the surgical incision. Subsequently, the patient is treated with cortisteroid (specific date, type and duration not reported). The device remains implanted.